Manufacturer narrative:
The procedure to replace the peristaltic tubing does not require opening of the mid-bay drawer. Hologic performed a risk assessment and noted no product impact as the issue was due to hologic personnel not following procedure. Hologic concludes that the incident was caused by a user error (failure to follow instructions and lapse in attention) by hologic mas and operator. Hologic has not been informed of any additional adverse customer outcomes related to this situation.

Event description:
On february 13th, 2025, a hologic molecular application specialist (mas) reported to hologic that a customer operator got injured whilst replacing the peristaltic tubing on panther instrument serial number (B)(6). While the mas instructed the customer to change the peristaltic tubing, the customer accidentally dropped the clamp inside of the instrument and the instrument¿s mid-bay drawer had to be opened to retrieve the part. When closing the drawer, the customer¿s hand was accidentally pinched. The customer¿s hand was examined by the lab¿s medical staff and a cooling pack was applied. The customer discontinued work for the remainder of the day. Customer returned to work the next day and noted feeling better. Hologic has not been informed of any additional adverse customer outcomes related to this situation.